Event description:
Procedure performed: bso. Event description: according to the surgeon, a very small piece from the beveled edge of the green size 11 cannula fell inside the patient¿s body, but they were unable to retrieve it. They tried several times using suction irrigation. Intervention: they tried to retrieve the piece several times using suction irrigation. Patient status: no patient injury or illness reported.

Manufacturer narrative:
The event unit is not being returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.